Event description:
It was reported that an ilet user missed a meal announcement, began eating, and completed the meal more than 30 minutes prior to contacting support; the agent advised against announcing the meal after the fact and to allow the pump to deliver correction doses, and also guided the user through an insulin supply change due to low reservoir. Symptoms included hyperglycemia, with blood glucose reported at 209 mg/dl. Outcomes included self-management with device-guided correction dosing and successful supply replacement, with no alerts, alarms, emergency care, or hospitalization. Investigation included review of user-reported history and troubleshooting education. Investigation of this case revealed user error related to missed meal announcement with normal device function and no device component malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was use error due to missed meal announcement.